Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The third party service agent downloaded the electronic records from the customer¿s device. Physio-control reviewed the electronic records and was able to confirm that the device delivered an abnormal shock. The device was not return to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device displayed ¿abnormal shock¿ when delivering defibrillation therapy. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. There was no patient use reported for this event.

Manufacturer narrative:
Corrected information: event date of the initial medwatch report indicates (B)(6) 2018. Event date of the initial medwatch report should indicate (B)(6) 2018. Executive summary of the initial medwatch report indicates a third party service agent contacted physio-control to report that the customer¿s device displayed ¿abnormal shock¿ when delivering defibrillation therapy. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. There was no patient use reported for this event. Executive summary of the initial medwatch report should indicate a third party service agent contacted physio-control to report that the customer¿s device displayed ¿abnormal shock¿ when delivering defibrillation therapy. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. The customer advised that the reported event occurred during patient use; however, the customer advised physio-control that no further patient details were available. Relevant test/ laboratory data of the initial medwatch report was blank. Relevant test/ laboratory data of the initial medwatch report should indicate ni. Other relevant history of the initial medwatch report was blank. Other relevant history of the initial medwatch report should indicate ni.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device displayed ¿abnormal shock¿ when delivering defibrillation therapy. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. The customer advised that the reported event occurred during patient use; however, the customer advised physio-control that no further patient details were available.